Manufacturer narrative:
H.6. Investigation: customer returned (1) 3/10cc, 8mm, 31g relion syringe in an open poly bag from lot#: 9217439. Customer states that one syringe was found with the needle hub assembly stuck in the shield. The syringe was returned with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch#: 9217439. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200837775] noted for out of spec shield pull. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#: 1122103 has been opened to address this issue.

Event description:
It was reported that the relion® insulin syringe's needle hub separated and stuck in the shield during use. The following information was provided by the initial reporter: "consumer reported found 1 syringe with needle hub assembly stuck in shield."

Manufacturer narrative:
Medical device expiration date: n/a. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9217439. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200837775] noted for out of spec shield pull. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the relion® insulin syringe's needle hub separated and stuck in the shield during use. The following information was provided by the initial reporter: "consumer reported found 1 syringe with needle hub assembly stuck in shield."